Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. H6 field was updated to capture the reported allegation of electromagnetic interference. The lead was returned for analysis. Visual inspection revealed no abnormalities. The electrical allegations were not confirmed based on normal lead resistance measurements. The lead passed all testing.

Event description:
It was reported that the right ventricular lead (rv) was explanted due to electromagnetic interference. The rv lead was returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was affected by electromagnetic interference. A surgical intervention was performed to explant the rv lead. No additional adverse patient effects were reported.